Manufacturer narrative:
The reported event of a lead fracture was not confirmed. A partial lead was returned in two portions for analysis. The proximal portion measured 16.0cm while the distal portion was measured at 37.0cm, 37.6cm, and 38.3cm electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a lead explant procedure. Upon examination of right ventricular (rv) lead, it was noted that there was conductor fracture on the lead. The physician explanted and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.